Event description:
It was reported that the intraocular lens (iol) cracked when trying to load it. Reportedly, the loading issue occurred during the handling of the product. There was no patient contact with the device. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not explanted. Initial reporter email address: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2 age/date of birth: date of birth is 12/01/1948 and age is 73. Section a3 gender: male. Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: sep 6, 2022 . Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the complaint lens stuck inside of the handpiece. The plunger rod could be observed to be overriding the lens and puncturing the side of the cartridge and the cartridge tip. The handpiece was disassembled and the assembly was inspected, no assembly issues that could contribute to or cause the observed issues were identified. However, the plunger rod could be observed to be bent. The complaint lens was removed from the cartridge and cleaned, revealing it had been torn into three pieces (one piece missing), the lens was damaged from being folded, and had both haptics detached. A product quality deficiency could not be determined. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.